Event description:
It was reported that the screwdriver tip broke off.

Manufacturer narrative:
Lot# 111873. Visual inspection; device history review; complaint history review; risk assessment. The returned device was confirmed to have a fractured tip upon visual inspection. Manufacturing files were reviewed and revealed to be approximately 5 years old with no anomalies found the plausible root cause of the reported event is normal wear.

Event description:
It was reported that the screwdriver tip broke off.